Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon was attempting to insert a three piece aspheric collamer lens model number cq2015a and the haptic tore. No patient injury.